Event description:
On (B)(6) 2010, the patient reported that 3 times when she changes the insulin cartridge of her infusion device, the plunger remained attached to the piston rod. She said the first time this happened a full cartridge of insulin spilled inside the chamber. She stated she uses tweezers to remove the plunger. The patient was educated on the proper procedure for changing the cartridge. She was assisted with successfully setting up her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.